Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that they were in the hospital and needed an MRI of their brain. The patient stated they went to see a health care provider (hcp) two years ago and was told that one of their implants was dying and the lead was broken but that the other ins was "just great" at the time however their controllers had since broken so they needed a manufacturer representative (rep) to help with turning both the ins' off. The patient stated at some point, the therapy seemed to not be helping their symptoms as much as it did before and they went to see their doctor and the doctor told them the there was something wrong with the one lead and suspected that it happened because the patient had a series of falls over the past 4 years and they didn't know which one caused it, but that one of the falls probably caused the issue. Patient stated they were referred to see a urologist so they could have the ins systems replaced (because one was "just old" and the other was "broken") with MRI compatible systems however the patient hadn't gotten to that yet because they couldn't see the doctor until (B)(6) 2024. Patient also stated there was concern about not being able to remove all of the leads. Patient stated currently a doctor at the hospital was the doctor ordering the brain scan. Patient services reviewed MRI guidelines with the patient explaining to the patient that given the age of both implants it was likely that both the ins' were dead and it would be best to follow up with a healthcare provider to confirm the ins' were depleted so an MRI eligibility form could be signed for both ins', either that or just have the systems removed but the patient was adamant an email be sent to the field to request a rep come to the hospital to turn the ins' off. Thus patient services sent an email out to the field requesting a representative call the patient to address the issue.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Continuation of d10: product ID 3889-28 (serial: (B)(6)); product type: 0200-lead; implant date (B)(6) 2014; explant date n/a. Section d references the main component of the system. Other medical products in use during the event include: brand name interstim; product ID 3889-28 (lot: va0qafg); product type: 0200-lead; implant date (B)(6) 2014. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.